Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the depth measuring needle on the locking bolt measuring device f/trochanteric fixation nails is damaged. No further information was provided. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: reaming rod measuring device (part 360.255 / lot 7591852 / manufacture date: january 2014) was received. The returned device shows light use during its one year lifespan. There are cosmetic scratches on the outside body, and the measuring needle is bent approximately 7 cm from the hooked tip. Although the exact cause cannot be determined, the damage appears to be the result of an excessive force being placed on the device post manufacturing, possibly during sterilization. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument(s) are used to measure screw length during femoral nail implantations and proper use and maintenance are addressed in the technique guides. Although the exact cause cannot be determined, this complaint condition is most likely due to excessive force being applied during sterilization (placing heavy devices or cases on top of the instrument). The device's design did not cause the complaint. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.